Event description:
New electric beds were purchased in 1998 to replace antiquated beds. Some beds are used in the care of orthopedic pts requiring traction/trapeze equipment. Previous beds required standard traction bar. New beds are pt controlled for comfort including raising the head, etc. In the event a pt raises the head of the new bed with the traction bar in place, the bar begins to creak, shake and eventually snap. No pt has been injured to date. MFR did not warn of this hazard or inform purchaser of the necessity to purchase telescoping traction equipment for use on new beds.